Manufacturer narrative:
10/4/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: device history evaluation - device history record reviewed for these product ids under lot codes 154 and 159 respectively show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history is on file. These parts have not been in for service as these parts were the replacements from previous repairs. Conclusion: upon further investigation into the customer¿s complaint, engineering noticed the s.f. Clamp subassembly was not functioning properly as designed. The s.f clamp subassembly primarily comprises of two clamps, a .50 serrated clamp and a .75 serrated clamp which lock together when the handle is placed in the locked position. In the locked position, the starburst teeth do fully engage with no visible gaps present yet the handle does not align parallel to the field post. A dysfunctional, likely bent, internal component within the .50 serrated clamp assembly is likely the main cause for the s.f clamp subassembly not properly tightening onto the field post. The cam body is supposed to fully sit on the bushing at all times in both locked and unlocked positions. The handle should always remain parallel to the field post when fully rotated to either end. The handle should only have the ability to rotate between 0° and 180°, even with the application of force. It is highly likely overexertion of force to lock the clamp is a major contributor and possible root cause for this failure, based on the indications on the 4047011 cam body and 10480 handle..

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the unit slips and will not hold tension. (B)(6) 2016 customer reports no harm done, no damage, no further information available.